Manufacturer narrative:
Retainer ring = black. Customer returned pump for alleged pump error 53, pump error 25, and unexpected battery power loss found on (B)(6) 2021. Device passed displacement test, sleep test, active current test, and self test. No unexpected alarms/alert/anomalies noted during testing. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. Confirmed pump error 53 to be software error on (B)(6) 2021 10:38:51.000, filenumber = 2005, linenumber = 5632. No pump error 25 noted in history files. The following battery alarms/alerts were noted on event date: power loss alarm [6] on (B)(6) 2021 12:48:18.000, this alert was expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: stained keypad overlay and pillowing keypad overlay. Pump error confirmed due to software error. No unexpected power loss noted during testing, unexpected battery power loss not confirmed. No pump error 25 alarms listed in downloaded history. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error without special event. Customer stated that they were able to clear alarm and complete pump rewind. Customer stated that notification light stopped flashing immediately. No harm requiring medical intervention was reported. The device will be returned for analysis.